Manufacturer narrative:
Lot number not provided by the reporter. Expiration date unknown as lot is unknown. UDI #: unknown as lot is unknown. (B)(4). Device manufacture date: unknown as not provided by the reporter. Event evaluation: a review of complaint history, instructions for use (IFU) and quality control was conducted during the investigation. Per information supplied by the customer, no product will be returned to assist in the investigation. The grand slam wire referenced in the event information is not a cook, inc. Wire guide. The catheter is supplied with an IFU which states under instructions for use: "the catheter has been designed for percutaneous introduction into the vascular system over an appropriately sized wire guide or through an appropriately sized sheath introducer." There is no evidence to suggest that the product was not manufactured to specifications. This complaint was not associated with the hnr4.0 catheter, but rather with the wire guide being used during the procedure. The catheter has completed all quality control inspection steps and without further information, a definite root cause cannot be determined. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Event description:
Per mw 5043230 received 06aug2015: during an endovascular (angiogram) case, the grand slam wire was retracted by doctor from the patient's vessel (anterior tibial). When the wire was fully retrieved from the patient's left lower extremity, the doctor noticed the tip of the wire was missing. An x-ray was taken of the affected extremity; which revealed that the missing piece of wire was inside the vessel. Per information provided by the doctor, no intervention was indicated due to the vessel being occluded before introduction of the wire. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4) event is still under investigation at this time.

Event description:
Per mw 5043230 received 06aug2015: during an endovascular (angiogram) case, the grand slam wire was retracted by doctor from the patient's vessel (anterior tibial). When the wire was fully retrieved from the patient's left lower extremity, the doctor noticed the tip of the wire was missing. An x-ray was taken of the affected extremity; which revealed that the missing piece of wire was inside the vessel. Per information provided by the doctor, no intervention was indicated due to the vessel being occluded before introduction of the wire. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.